Event description:
The electric power supply cord broke and burned. Inspection revealed that the user had tampered with the power supply cord, which, in all likelihood was a significant factor in the use of the malfunction. No deaths or injuries were reported.